Event description:
A peritoneal dialysis (pd) patient reported via phone that the patient¿s liberty cycler experienced m31 air detected in cassette warning in fill 1 of 4 (0ml of 2,500ml). Fluid leak was discovered. Fluid was discovered during treatment complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from unknown source. Patient was advised to dry it off as best you can, leave it to dry overnight; then, retry the cycler for the next treatment and call if they encounter any issues. Patient would like to make a request to have the font darkened on the cycler because it's very hard to read. The issue occurred during treatment. There was patient involvement, but no harm, or adverse event associated with the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. During the product history review of the involved lots, it was found a nonconformance (1015418) documented on lot number 22cr08062 related to the same failure mode as alleged in the event description. The nonconformance found was related to a reported damage in the cassette film. The alleged event ¿ fluid was discovered in the pump module area and on the external of the cassette.¿ was confirmed based the nonconformance found during the DHR review performed since the damage reported could lead to leak on the cassette film. This kind of damage could be caused due to an incorrect handling of the product either during the manufacturing process or treatment set up. In the liberty select cycler user¿s guide (480145) of the product, there are indications for the patient to avoid this kind of damage: ¿caution: use caution when touching the cassette film to prevent damage.¿ in addition, there are indications in the IFU of the liberty cycler set and in the liberty select cycler user¿s guide to do not use the product if there is a damage found in the cassette. Instructions for use: ¿inspect cycler set tubing and cassette film for damage¿. Liberty select cycler user¿s guide, 480145: ¿warning: do not use damaged cassettes for your treatment. Damaged cassettes can lead to leaks, contamination, and infection¿. The reported event was confirmed.

Event description:
A peritoneal dialysis (pd) patient reported via phone that the patient¿s liberty cycler experienced m31 air detected in cassette warning in fill 1 of 4 (0ml of 2,500ml). Fluid leak was discovered. Fluid was discovered during treatment complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from unknown source. Patient was advised to dry it off as best you can, leave it to dry overnight; then, retry the cycler for the next treatment and call if they encounter any issues. Patient would like to make a request to have the font darkened on the cycler because it's very hard to read. The issue occurred during treatment. There was patient involvement, but no harm, or adverse event associated with the event. Upon follow-up, the patient confirmed the reported event. The patient stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarms and treatment was cancelled, and as the patient opened the cassette door. Despite the fluid discovered, patient confirmed that no fluid leaks were experienced from the solution bags used during treatments during the reported event. No fluid was observed on top of the cart. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not patient complete treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient stated they have continued receiving m31 air detected in cassette warning messages during subsequent treatments the past three nights as well and have not been able to complete pd treatments. The patient confirmed there were no issues with fluid leaks during subsequent treatments. The patient stated they are working with his peritoneal dialysis registered nurse (pdrn) to resolve the issue. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation. The implicated set lot number was unable to be provided during the call.

Manufacturer narrative:
Correction: b5.

Event description:
A peritoneal dialysis (pd) patient reported via phone that the patient¿s liberty cycler experienced m31 air detected in cassette warning in fill 1 of 4 (0ml of 2,500ml). Fluid leak was discovered. Fluid was discovered during treatment complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from unknown source. Patient was advised to dry it off as best you can, leave it to dry overnight; then, retry the cycler for the next treatment and call if they encounter any issues. Patient would like to make a request to have the font darkened on the cycler because it's very hard to read. The issue occurred during treatment. There was patient involvement, but no harm, or adverse event associated with the event. Upon follow-up, the patient confirmed the reported event. The patient stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarms and treatment was cancelled, and as the patient opened the cassette door. Despite the fluid discovered, patient confirmed that no fluid leaks were experienced from the solution bags used during treatments during the reported event. No fluid was observed on top of the cart. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not patient complete treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient stated they have continued receiving m31 air detected in cassette warning messages during subsequent treatments the past three nights as well and have not been able to complete pd treatments. The patient confirmed there were no issues with fluid leaks during subsequent treatments. The patient stated they are working with his peritoneal dialysis registered nurse (pdrn) to resolve the issue. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to return for investigation. The implicated set lot number was unable to be provided during the call.